Manufacturer narrative:
The associated complaint device was not returned for evaluation please review attached for investigation results. (B)(4).

Event description:
It was reported the patient presented with sudden pain in the left forearm with limited range of motion and flexion with an elasticity feeling. X-ray indicated the middle of the left ulna plate had broken and the original fracture site had an angular displacement. The patient underwent a revision surgery to remove the broken device and perform an open reduction with plate and screw internal fixation with bone graft.